Event description:
It was reported that a user performed a supply change and deployed an inset infusion set (6 mm, 23 inch) without pulling the inserter back into place, leading to an improperly seated infusion set and site pain upon insertion. Blood glucose was not impacted, and replacement infusion sets were provided. Symptoms included localized insertion-site pain. Outcomes included no change in glycemic control and no medical intervention or hospitalization. Investigation included customer interview and case review. Investigation of this case revealed user handling error related to infusion set deployment, consistent with an incorrectly deployed infusion set. It was concluded, based on previously established findings for similar reports, that the cause was user error during infusion set insertion.